Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopic lobectomy procedure, the first reload failed to fit into the handle and the second reload did not fire. The reloads were replaced to resolve the issue. There was no patient injury.